Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer has reported high blood glucose / ketones. Customer also states that reservoir leaked past both o rings and into insulin pump. Customer's blood glucose was 252 mg/dl. After troubleshooting, customer was advised to return the reservoir for analysis. No further information provided.